Event description:
Customer reported via phone call that they visited emergency room on (B)(6) 2021 due to low blood glucose level. The blood glucose level of customer was 20 mg/dl. The current blood glucose level of customer was 207 mg/dl. It was unknown that the auto mode feature was active at the time of incident. Customer was treated with food or glucose or carb intake. Customer stated that there was loss of communication between insulin pump and transmitter. The sensor had loss sensor signal, sensor signal not found and sensor signal cannot found alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.